Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a no delivery alarm and then received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, customer was not able to rewind pump. Caller was advised that insulin pump would need to be replaced.